Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and had no button or keypad response due to moisture damage keypad trace. No moisture damage electronic assembly. The insulin pump has minor scratched lcd window, cracked case near the display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported of jumping into a swimming pool with insulin pump attached thinking it was water proof. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.